Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events along with call service 052/054 errors. Evidence of moisture was found behind the display lens. The pump powered on with the returned battery cap to an audible tone, vibration alert, and a blank display. The battery cap was unable to fully tighten to the pump. The battery cap threads were damaged. The battery cap measured within specifications. Evidence of moisture contamination was found on the underside of the battery cap. The battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. A leak was found in the battery compartment and in the audio bolus button cover. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump including the display flex cable connector. The blank display was due to moisture damage. The no power complaint was no duplicated during investigation. (B)(4).